Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon became detached from the catheter. The 80% stenosed target lesion was located in the distal anterior tibial artery. Vascular access was obtained via the right femoral artery using a .038 6fr 10cm non bsc introducer sheath. Angioplasty was performed with three non bsc balloons in the popliteal artery and the tibioperoneal trunk. The guide catheter and guide wire were exchanged; a .014 non bsc guide wire was advanced to the lesion and a 6fr non bsc guide catheter was then placed. The 30mm x 3.00mm apex monorail balloon catheter was advanced to the distal anterior tibial artery. The balloon was inflated to 23 atmospheres for 43 seconds. Upon removal of the apex, it was noted the tip of the balloon had detached and was contained within the guide catheter. The physician thinks the balloon may have ruptured and then became caught on the guide catheter when removing. There were no patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon became detached from the catheter. The 80% stenosed target lesion was located in the distal anterior tibial artery. Vascular access was obtained via the right femoral artery using a 0.038 6fr 10cm non bsc introducer sheath. Angioplasty was performed with three non bsc balloons in the popliteal artery and the tibioperoneal trunk. The guide catheter and guide wire were exchanged; a 0.014 non bsc guide wire was advanced to the lesion and a 6fr non bsc guide catheter was then placed. The 30mm x 3.00mm apex monorail balloon catheter was advanced to the distal anterior tibial artery. The balloon was inflated to 23 atmospheres for 43 seconds. Upon removal of the apex, it was noted the tip of the balloon had detached and was contained within the guide catheter. The physician thinks the balloon may have ruptured and then became caught on the guide catheter when removing. There were no patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed blood was present in the manifold and the balloon. The device was received in two pieces. The distal portion of the balloon, including the distal tip and distal markerband on the distal portion of the inner, was separated/detached from the rest of the catheter. The distal portion of the balloon was bunched up. The distal end of the inner which remained connected to the shaft of the device was accordianed. The balloon which remained attached to the shaft appears to have a clean cut at the separation site. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is attributed to user error as the device was reportedly used in an artery not indicated in the dfu. (B)(4).